Manufacturer narrative:
Date sent to the FDA: 04/13/2021. Additional information: d9, h6. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: twenty-one samples of product code eh8021 were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/13/2021 corrected information: d3, g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 03/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/16/2021. Corrected information: g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the correct product code and lot number. Product code: eh8021h lot number: qkbdkl is involved.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2021. And suture was used. During the procedure, the suture broke during knotting. No adverse patient consequences were reported. Additional information was requested.